Manufacturer narrative:
(B)(4): one (1) 89-6110 liver retractor device was returned for evaluation for the articulating retractor broke during surgery. The cable broke off and some of the segmented pieces fell into the patient¿s abdominal cavity. The patient was not directly injured, but she was under anesthesia longer than necessary while they looked around for any loose pieces left behind and also exposed to radiation when they had to x-ray to confirm everything had been removed. Visual evaluation by the quality engineer confirmed the reported issue. The device was confirmed to be manufactured april 2002 which potentially has been in use by the customer for over 12 years. The device was returned with a frayed broken cable hanging out of the long tube and broken off nitinol wire with end tube piece attached. The segments were returned loose and all were accounted for that 2002 design of the retractor (seventeen (17) small segments, one (1) end tube and three (3) short tubes). In addition, the device was etched with and unknown etching ¿4/11¿ and a tension knob that was not carefusion¿s which is an indication that the device was repaired by another company (third party repaired). The device handle showed extreme wear from chemical reprocessing. The complaint indicates that some of the segments fell into the patient. This happens when there is a failure within the internal cables and nitinol wire. The failure is associated with overstressing the instrument by applying too much tension (force) to the internal cables and wires while forming the instrument¿s shape. The device has also been subject to third party repair. The device age, and the device being improperly repaired by a third party repair company caused the failure of the device. A review of the device history record did not indicate any non-conformances. The device passed all acceptance criteria for release. The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4)- a device evaluation has not yet been performed. If device evaluation is completed a follow up MDR will be submitted.

Event description:
Rep stated "one of my accounts had an articulating retractor break during surgery.  The segments did in fact fall into the patient. I do not believe the patient was injured or harmed".  Sample is available. Emailed rep to see if she has anymore information re: the product number. (B)(6) 2014 additional information received: the first d-flex they used didn¿t close all the way at the tip, so the md asked for another one. As he was using the second one, he stated that it was ¿old¿ and didn¿t work properly so they had to call for a third one. While waiting for the third one, he loosened the handle, and as he pulled it out through the trocar, the cable broke off and some of the segmented pieces fell into the patient¿s abdominal cavity. The patient was not directly injured, but she was under anesthesia longer than necessary while they looked around for any loose pieces left behind and also exposed to radiation when they had to x-ray to confirm everything had been removed. The procedure was laparoscopic right adrenalectomy and was completed as planned.